Manufacturer narrative:
The subject device was returned, evaluated, and as noted in b5 - the unit was locked in a stationary position without up or down movement. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that stress-related event ultimately leading to component failure caused the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was discovered that the olympus duodenovideoscope's forceps elevator was locked in a stationary position and could not be manipulated up or down. There was no patient involvement during this event.